Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
There is too much lubricant in the syringe, so that clearly sticky residues can be seen in the syringe. So far, 4 syringes from the lot mentioned have been affected. The affected syringes were not used but discarded.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one photo, one video, and one physical sample was provided to our quality team for investigation. Upon inspection of the photo, video and returned sample, evidence of silicone is observed. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2407111 and were found to be within specification. The sample underwent these same tests and verified the product was within specified limits. A device history review was performed for the reported lot 2407111, no deviations or non-conformances were identified during the manufacturing process, all production and quality processes were verified to have been completed without issue. Six retained samples of the reported lot were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on our investigation, a root cause related to the manufacturing process cannot be identified at this time. Silicone can be visible due to poor distribution. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. To date, there have been no other similar events reported for this lot. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.